Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to playa critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. In this case, there is insufficient information available to conclusively determine the root cause of this event. However, there has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. It is likely that patient and/or procedural related factors contributed to this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 3300tfx 27mm valve, implanted for approximately six (6) years and 11 months, underwent successful closure of a perivalvular leak (pvl). It was attempted treat the patient via tavr; however, in attempts to cross the surgical valve, the wire went outside the surgical valve frame. At that point in the procedure, a tee probe was introduced into the patient revealing a significant pvl and no intra-valvular aortic insufficiency. An amplatzer plug was used to successfully seal the leak.